Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left circumflex coronary artery. A 2.75x12 mm xience prime stent was implanted and post-dilatation was performed. After post-dilatation, a dissection was noted at the distal end of the stent. To cover the dissection, a new 2.75x15mm xience prime was implanted to cover the entire area. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.